Event description:
It was reported that the patient with this right ventricular (rv) lead expired after presenting to the hospital with an infection and pericardial effusion. The field representative reported that they did not believe the physician thought the infection was related to the implanted system or the implant procedure. Lead perforation was suspected, but not confirmed, as the cause of the pericardial effusion. Both the rv and right atrial (ra) leads were reportedly exhibiting high thresholds on the date the patient expired. No information is available regarding lead status.